Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Reportedly, iop of 31 was observed on (B)(6) 2019 that responded to iop lowering medication (combigan) giving an iop of 20 on (B)(6) 2019 ("near their baseline of 19."). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6 - patient code 3191: no code available (medical intervention: combigan medication). Claim#: (B)(4).